Event description:
It was reported that a one-link y-type microbore catheter extension set had no flow through the set. The reporter stated that ¿the valve¿ was working, but fluid would not flow through the set. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.